Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/10/2020. H.6. Investigation: eleven open 31g x 5mm pen needle samples were returned from lot. No. 9268418, cat. No.320522. Visual examination was carried out on the eleven open samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de had foreign matter on the needle tip. This was discovered during use. The following information was provided by the initial reporter: customer has discovered under the microscope at the tip of the needle debris and granules; needle penetrates the skin with some resistance.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 31 g 5 mm 5 b xtw 105 bx de had foreign matter on the needle tip. This was discovered during use. The following information was provided by the initial reporter: customer has discovered under the microscope at the tip of the needle debris and granules; needle penetrates the skin with some resistance.